Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 25 charge processes had been documented. The charge drawn from the battery was checked and proved not to be in agreement with expectations. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already much discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then detected to a an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. First a microcalorimetric measurement of the battery was performed. This showed an increased heat tone. Next, the battery was opened and inspected. However, no cause for the increased heat tone could be found. In summary, the analysis of the ICD confirmed premature battery depletion. During the battery analysis, no defect could be found, despite extensive examination, but the measured heat tone indicates increased internal self-discharge. It can therefore be assumed that this is the cause for the clinical observation. The electronic module proved to be ok.

Event description:
Ous MDR - it was reported that the device had reached the battery state eri. The last follow-up in (B)(6) had been mol2. No deterioration of the patient's state of health was reported. The analysis showed that this is a case of premature battery depletion. Thus, the decision to report the incident was made after performing the analysis of the device.